Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - (B)(6) 2005; 4194 implantable pacing lead - (B)(6) 2005; 6984m implantable adaptor - (B)(6) 2012. (B)(4).

Event description:
It was reported that the device exhibited less than expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device exhibited less than expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and has been analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time), (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.